Manufacturer narrative:
Initial reporter's phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd plastipaktm syringe experienced leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
No samples or pictures have been received for investigation. Ten retained samples of (B)(4)ll lot 1709222 are evaluated. On visual inspection of these retained samples, no damage or molding defect can be observed in any of them. The stopper is correctly assembled to the plunger in the ten samples. DHR of lot 1709222 has been reviewed not finding any annotation or deviation regarding the alleged defect. During the assembly process a mechanical leak test is done to every syringe. In case any fails it is rejected automatically to scrap. Final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Leak test is carried out with the 10 retained samples according to procedure. The 10 samples meet specification. They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage.